Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.

Event description:
The complainant reported a 34-year old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient decompensated the day before while on an intra-aortic balloon pump. The complainant reported the patient developed a hematoma at the access site during 5.5 support. The patient was taken to the operating room, where medical staff evacuated the access site and placed a jackson-pratt drain to manage the hematoma. The patient remained on support following the intervention.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Additional narrative related to this event was provided via "abiomed's long-term outcome and quality indicator". It was noted that following evacuation of the site, there was diffuse bleeding from the graft anastomosis site. A suture was tightened and the bleeding stopped. A repair suture was applied with 5-0 prolene and the purse-string suture was subsequently tightened. A transesophageal echocardiogram also showed a large right pleural effusion and a 24fr right pleural chest tube was placed to drain the site. The patient recovered from the incident.

Manufacturer narrative:
Additional information provided in b5, g2, and h6. Should additional relevant information become available, a supplemental report will be submitted.